Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: none. It was reported via trial that during the index procedure in 2005, the first xience v stent was placed in the distal rca. A second lesion became critical after stent implant of the first target lesion, and was treated with another xience stent mid rca (non target lesion). In 2008 revascularization was performed on the distal rca which was treated with a xience v drug eluting stent. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use and product risk assessment is a known adverse event associated with coronary stenting. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. In this case, the reported pt issue of restenosis is a known adverse event associated with coronary stenting but a conclusive root cause for the restenosis and the relationship to the device, if any cannot be determined.